Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear in the mid to distal section of the balloon body. Damage was identified on multiple blades. Blade 1 had 1mm detached from the proximal section of the distal segment. Blade 2 had 1mm detached from the proximal section of the distal segment. Blade 3 had 2mm detached from the proximal section of the distal segment. All blade pads were intact. Tip showed no signs of tip damage.

Event description:
Reportable based on the device analysis completed on 03oct2025. It was reported that the device could not cross lesion. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the device could not cross due to angulation. The procedure was completed with another of the same device. There were no patient complications. However, the device analysis revealed that the blade segment was detached, and the balloon had a tear.